Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised wheel not staying on due to quick release of axle spring is no longer compressing.